Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01581. It was reported that patient underwent surgical intervention wherein the leads were revised( moved) to obtain better coverage for patient pain. Post -operatively issue resolved.

Event description:
Reference MFR. Report number: 3006705815-2019-01581.